Manufacturer narrative:
Physio-control evaluated the customer device and was not able to verify the reported issue. However, as a precaution, physio installed new battery pins and cleaned the power board contacts. After the device passed functional and performance testing, it was returned to the customer.

Event description:
It was reported that a customer's monitor shut off on it¿s own multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.